Event description:
Gradually decreasing hearing performance with right side device was observed, which was confirmed by decline in speech testing. No trauma or accident was reported. No change in health since the notice in the decline. The recipient had been reprogrammed in (B)(6) 2019 and was reportedly satisfied with the sound. In (B)(6) of 2019 the recipient felt hearing was declining and was hearing more noise. Replacing the external device did not solve the issue. The recipient was reimplanted on (B)(6) 2019. This report refers to 9710014-2019-00314. For further information please refer to this report.